Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. It was noted that the ok keypad button was occasionally sticking and hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: keypad cover is peeling up on the right side of 'up/down' button. Testing confirm keypad buttons are intermittent responsive. Removed keypad cover to check the condition of key contacts, contaminations is visible under key contacts. An initiate leak test is failed. There is a cracked from the top of battery compartment to the pump case seal. Moisture corrosion is visible only in ¿battery cap¿. Pump cover is removed to inspect internal components, no moisture corrosion is visible in the pump main compartment. Unrelated to the complaint, the display screen also has a dim pink and fading text. Pump case has a cracked at top-right corner of display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.